Manufacturer narrative:
Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified. The event was consistent with pre-analytical handling issue.

Manufacturer narrative:
The field service engineer could not find a cause. He ran performance testing which was acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t gen 5 stat results for one patient from the cobas e 411 disk analyzer. A patient had multiple samples collected for troponin testing. Around 11:40 am, the result for sample 1 was 8.11 ng/l. Around 12:45 pm, the result for sample 2 was 201.2 ng/l with a data flag. The results were reported outside of the laboratory. The doctor called to question the result of 201 ng/l. The samples were repeated with results of: sample 1: 11.49 ng/l. Sample 2: 9.52 ng/l. The reagent lot number was 45954601 with an expiration date of 31-jul-2021.